Event description:
On or about (B)(6) 2003, the plaintiff was implanted with a monarc sling to treat her stress urinary incontinence. It was alleged by the plaintiff¿s attorney that, ¿after experiencing severe pain and infections, on (B)(6) 2011, plaintiff underwent a second surgery to remove the eroded mesh.¿ it was alleged that, ¿plaintiff has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities,¿ and was ¿subjected to severe and permanent injuries.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.